Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During a procedure, air entered the syringe when the sheath was inserted and the negative pressure was applied. Only the attached dilator had been inserted into the sheath. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of an air leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. Per the IFU, do not remove the dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.